Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported the ncircle delta wire tipless stone extractor did not close properly during an unspecified procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. It was inadvertently left out that the baskets have not been closing properly for roughly 2 months. There have been ten to fifteen procedures where the device did not open or close properly during some ureteroscopies and some flexible nephroscopies. An ngage nitinol stone extractor was used to complete the procedure. Reviews of the instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) or search for other complaints from the product lot could not be completed due to lack of lot information from the user facility. Cook has concluded that the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based upon the available information, no products returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was inadvertently left out that the baskets have not been closing properly for roughly 2 months. Additional information received 08jul2024. There have been ten to fifteen procedures where the device did not open or close properly during some ureteroscopies and some flexible nephroscopies. An ngage nitinol stone extractor was used to complete the procedure.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle delta wire tipless stone extractor did not close properly during an unspecified procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but is unavailable at this time.